Event description:
The patient was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. There is no reported pump malfunction. Pump settings and delivery history were reviewed with the patient's mother and confirmed as correct.